Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2018 by the journal of techniques in shoulder & elbow surgery titled ¿a comparison of permanent anchors versus biodegradable anchors and tacks for arthroscopic shoulder stabilization¿. The study reviewed forty-four (44) patients who underwent shoulder procedures using arthrex pushlock devices. Three (3) patients were documented to have had glenohumeral instability resulting in one (1) patient experiencing a revision. Ref: peters, k. S., et al. (2018). "A comparison of permanent anchors versus biodegradable anchors and tacks for arthroscopic shoulder stabilization." Techniques in shoulder & elbow surgery 19(1).